Event description:
It was reported that the core micro drill overheated during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Possible root causes of overheating were determined to be internal corrosion, bearing failures, increased current draw or nose bearing slipping; however, a definite root cause was not directly able to be confirmed.